Manufacturer narrative:
Product analysis: cable fracture was found with patient cable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) and patient cable were in use following cardiac surgery on a patient there was intermittent pacing failure. Anomaly of the patient cable side was suspected but the exact cause of the event could not be specified. It was requested that the patient cable and epg be inspected. The epg and patient cable were returned for inspection. No patient complications have been reported as a result of this event.